Event description:
It was reported the patient developed myocarditis, a pocket infection and pocket erosion. The device and lead were removed. No further patient complications have been reported as a result of this event.